Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who will further discuss with the patient's physician. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated from this system due to a pacing impedance less than 200 ohms on the right ventricular (rv) channel. The lead had previously been reprogrammed to unipolar configuration on the pacing/sensing channel. No adverse patient effects were reported.